Manufacturer narrative:
D4, d5, h4: the information listed for sections d4, d5, h4 in the initial report is inaccurate. During processing of this incident, attempts were made to obtain complete device information.

Event description:
Additional information received indicates only the left extension and ipg was explanted. Device reported under 1627487-2021-18510 remains implanted.

Event description:
Related manufacturer reference number: 1627487-2021-19421. Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the extensions and ipg was explanted and replaced addressing the issue. Reportedly, issue was resolved and therapy was confirmed post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-18510. It was reported that the patient¿s therapy was affected due to impedance issue. Diagnostic revealed high and low impedances. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.